Manufacturer narrative:
(B)(4) - the devices product codes involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. However, it is being reported because it is same as or similar to product distributed within the u.s. Since the lot number is unknown, no batch review will be performed. Similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
On (B)(6) 2011, (B)(6) contacted the home patient's (hp) wife regarding a reported unrelated issue who stated that the hp was suffering from a very severe peritonitis and was hospitalized in (B)(6). Additional information was received on (B)(6) 2011 from the physician that peritoneal dialysis (pd) therapy had been stopped and the hp was receiving hemodialysis at the time of the report. Causality was not given, but according to the physician, the event was not related to baxter's pd devices or solutions.